Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Despite attempts to retrieve the sample, to date it has not arrived at the manufacturing facility for evaluation. The results of the investigation are inconclusive. It is unknown whether patient or procedural factors contributed to this event. The information for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported that, the doctor had a difficult time deploying the vena cava filter. The arms deployed but the legs would not. Rather than make further attempts to complete deployment, the physician chose to retrieve the filter through the jugular. Another filter from a different manufacturer was placed without difficulty. No patient injury was reported.